Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette leaked. The location of the leak was described as ¿under the machine¿. This occurred while the patient was connected during use of the device for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No further information available.

Manufacturer narrative:
Correction made to d4: lot #: asku (previously submitted as unknown). D4: the lot number is unknown, therefore, only a primary di number could be provided. Correction made to e3: occupation: nurse (previously submitted as non-healthcare professional). Additional information was added to h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.